Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic prostatectomy procedure, the blade of the trocar did not disarm. Another like device was used to complete the procedure. There were no adverse consequences for the patient.